Event description:
Consumer called to report getting low readings in the am. Fell out of bed and could not get up. Spouce had to call the paramedics for assistance. Believes the meter is inaccurate.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.